Event description:
After an interventional procedure, to remove a clot from the patient's cerebral artery, a physician attempted an arteriotomy closure of the right common femoral artery using the starclose device. After the close, the patient's blood pressure dropped and consciousness was lost. The patient was resuscitated, given blood, and transferred to surgery. The patient expired while in surgery. Post mortem was not performed.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.